Manufacturer narrative:
Pump analysis results revealed overinfusion with an undetermined root cause. Result code 1023 no longer applies.

Event description:
Additional information obtained from the healthcare professional (hcp) on (B)(6) 2015 indicated that the pump was explanted on (B)(6) 2015 and the catheter tip was placed at t10. The hcp noted that the therapy start date for intrathecal compounded baclofen, bupivacaine, and dilaudid was (B)(6) 2015 and the therapy was on-going. The other medications the patient was taking at the time of the event were tramadol, gabapentin, zanaflex, and phenergan. The patient's pertinent medical history include scoliosis, status post (s/p) harrington rods, and chronic pain syndrome. No additional troubleshooting was performed in relation to the volume discrepancies.

Manufacturer narrative:
Conclusion code no longer applies to this event.

Manufacturer narrative:
Conclusion code no longer applies.

Manufacturer narrative:
This pump was subjected to overinfusion CAPA testing. Returned product analysis was re-visited to finish out analysis steps. The pump logs were free from any anomalies, therefore not requiring this pump to be put through full destructive analysis as per lab process. This pump was internally decontaminated and battery command testing was done. No further anomalies were found during this process. Analysis was complete. Current analysis coding remained unchanged. (B)(4) no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
\ Additional information received from a company representative: the pump was returned to the manufacturer for analysis. During explant surgery, once the pump was disconnected, the doctor asked the nurse to aspirate the drug out of the old pump to see how much was present. Per pump interrogation, the expected drug volume was 12.7 mls. The nurse only aspirated 8.2 mls from the pump. The pump was programmed to deliver the medication in simple continuous infusion mode.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal compounded baclofen 900 mcg/ml (180.13 mcg/day), bupivacaine 30 mg/ml (6.004 mg/day), and dilaudid 3 mg/ml (0.6004 mg/day) via an implanted pump. The pump's indication for use (IFU) was listed as spinal pain. Since (B)(6) 2015, the patient had noticed when she gave herself pa bolus's she got numbness from the rib cage down and really could not even walk. The patient had decided to only use pa boluses at night because of the symptoms. These symptoms lasted 1-2 hours. They had done some adjusting to the dosing (decrease), but the symptoms continued. On (B)(6) 2015, they did a refill and the expected residual volume (erv) was 3.6 ml and the actual residual volume was 0 ml. The patient noted baclofen withdrawal one week prior to the refill on (B)(6) 2015. On (B)(6) 2015, the checked the reservoir volume and the erv was 13.3 mls and the arv was 9 mls. At this time they discontinued the pa boluses. At present the company representative (rep) was with the hcp in the clinic. The pump was going to be replaced on (B)(6) 2015 and the hcp was going to decrease the baclofen dose some until the pump was replaced. Additional information has been requested regarding the patient's medication lot numbers, medical history, concomitant medications and troubleshooting that was performed that related to the volume discrepancies, but was not available at of the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump was found to be overinfusing by more than 14.5% at standard test conditions and typical therapeutic rate (300 ul/day).